Manufacturer narrative:
Additional initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Facility medwatch reported that during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm. Patient stated she felt the balloon pump inflating in her axillary area. Monitor tech was at bedside to assess lines for kinks/clots; balloon pump was restarted and noted to have blood returning in the nitrogen line and patient could feel a inflating sensation up into their neck to ears. Patient was taken to procedure room where the balloon pump was removed and found to have ruptured. Reference: medwatch uf/importer report # (B)(4).